Event description:
It was reported that when using the bd pyxis¿ es server, order did not appear in the device. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not show up in pyxis. A technical support specialist (tss) accessed the server remotely and traced the patient details that were provided. The tss attempted to connect to the database using structured query language but was unable to establish a connection and then attempted access to the reporting server. Further review of the medication order information indicated that the order message had been received from the host system, but the system was unable to process it because the actual pharmacy order was missing even though the order identifier was present. Based on these findings, the user was contacted and requested to reverify the order details. The user later requested case closure, and the case was closed accordingly. The system functioned as intended after technical support specialist troubleshot the device.